Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2019. Device evaluation summary: during evaluation of the sample some creases were observed on the anterior view and a line of crease was noted on the posterior view. No additional anomalies were observed. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. No further investigation will be conducted on this complaint due to external cause. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation (mre) was performed for the finished device number (B)(4), and no non-conformances related to the reported complaint were identified. Reason for device explant and/or reoperation: capsular contracture. Concomitant medical products: 700cc mentor memorygel breast implant, catalog #3507001bc serial number #(B)(4). This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation with a 700cc mentor memorygel breast implant and experienced capsular contracture baker grade IV on the right breast implant. The patient was diagnosed with hard, painful and constricted breast. As a result, the patient underwent removal and replacement with breast implant of unknown type on (B)(6) 2019. This report contains supplemental information for mentor psr reference number (B)(4).